Manufacturer narrative:
Medical devices continued: a4dr01 ipg implanted: (B)(6) 2013.

Event description:
It was reported that the lead exhibited elevated counts on the sensing integrity counter (sic). The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.